Manufacturer narrative:
The following devices were also listed in this report: triathlon asymmetric x3 patella; 5551-g-320-e ; vyxj. Triathlon ps fem comp #2r-cem; 5515f202 ; lhj9b. Triathlon prim cem fxd bplt #2; 5520b200; ll99r/ it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Reported event: an event regarding infection involving a triathlon insert was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the device history records indicate the devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. There have been no other similar events for the sterile lot referenced. Conclusions: it was reported that the patient's knee was revised due to acute-infection and draining surgical-wound. All stryker products sold as sterile are validated to a minimum sterility assurance level sal of 10^-6 in accordance to applicable iso standards. The exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Patient presented with symptoms of an acute-infection and draining surgical-wound. Her right knee was washed out and the x3 insert swapped out as part of doctor I&d protocol. No complaints have been filed against the implants. The explanted-item is not available for return. No further info. Has been made available. Rep confirmed that no further information will be released by the hospital or surgeon.